Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that right ventricular (rv) lead exhibited high out of range shock impedance measurements. A boston scientific technical services (ts) reviewed device data and noted the out of range impedance measurement appeared to be caused by calcification around the lead. Further review of the lead was recommended. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. A boston scientific technical services (ts) reviewed device data and noted the out of range impedance measurement appeared to be caused by calcification around the lead. During a follow up, next steps options were given to the patient. The lead remains in service. No adverse patient effects were reported.